Event description:
Repair center alleged that the unit is arming/red light and key is the valve is not shifting fully. Per independent repair statement the unit was alarming or red light. Key failure was the manifold valve was not shifting. Additional malfunctions was the sieve beds were saturated.